Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Customer administered glucagon injection to address low bg. Customer went to the emergency room (ER) for low bg. Customer was treated in the emergency room intravenously with saline. Customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately.